Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) performed various mechanical checks, cleaned the vacuum line and dilution cup, decontaminated the ise module, performed reagent purges and sample probe cleaning, and performed ise checks, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial na result was 157 mmol/l. The repeat result was 142 mmol/l. For sample 2, the initial na result was 152 mmol/l. The repeat result was 143 mmol/l. For sample 3, the initial na result was 161 mmol/l. The repeat result was 146 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.